Manufacturer narrative:
(B)(4). One actual unit was received for evaluation purposes related to separated condition. Unit was visually inspected. Unit presented separation between two piece luer lock and the four way three gang stopcock. The reported condition was confirmed.

Event description:
Customer reported on (B)(6) 2010 that a stopcock disconnected and broke from the extension set in the post anesthesia care unit (pacu). The stopcock appeared to break from the female port to the male tubing or vice versa. This incident occurred with the clearlink modular solution set, product code 2c6256, with an unknown lot number. It is unknown when this occurred. There was no patient injury or medical intervention associated with this report. Samples are available. No additional information was provided.